Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ clotting") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ cramping"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection") and migraine ("migraine headaches"). The patient was treated with surgery (unspecified major surgery as a result of essure implants). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain, fatigue, urinary tract infection and migraine outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, migraine and urinary tract infection to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.